Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a mechanical thrombectomy, the physician tried to deploy an embotrap thrombectomy stent retriever through a prowler select plus 150/5cm microcatheter ((B)(4)). While advancing midway, the doctor felt resistance in the prowler select plus and was unable to advance the stent further. After few tries, the doctor resheathed the stent and removed the microcatheter and used a headway 21 microcatheter (mc) to deploy the stent for mechanical thrombectomy. There were no surgery delays due to the reported event. The procedure was successfully completed.

Manufacturer narrative:
Product complaint #(B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h10. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a mechanical thrombectomy, the physician tried to deploy an embotrap thrombectomy stent retriever through a prowler select plus 150/5cm microcatheter (606s255x, 30692930). While advancing midway, the doctor felt resistance in the prowler select plus and was unable to advance the stent further. After few tries, the doctor resheathed the stent and removed the microcatheter and used a headway 21 microcatheter (mc) to deploy the stent for mechanical thrombectomy. There were no surgery delays due to the reported event. The procedure was successfully completed. Additional information received indicated that the resistance was first felt at the body of the device. Beyond midway thru the catheter the device was not able to move. No other devices were used successfully with the concomitant device prior to the encountered resistance. There was no difficulty removing the device from the patient. The device was returned to cerenovus for further evaluation. Upon arrival, the microcatheter was inspected and it was found to be kinked at 46 inches from the proximal end. Additionally, flattened sections were observed starting at 47.5 inches from the proximal end up to the tip section. The device was confirmed to be within specifications as related to the od (outer diameter) and proximal ID (inner diameter). The flattened condition as observed on the returned device seems to be unrelated to the issue reported. This damage is consistent with valve overtightening and might have occurred during the removal of the device, otherwise, it may have precluded the prowler catheter to be advanced through the patient¿s vasculature due to the od increase on these areas. A manufacturing record evaluation was performed, and no non-conformances related to the complaint were found during the review. Due to the conditions noted on the returned device, the microcatheter could not be flushed to perform proper functional test. However, it is possible that the kink noted during the visual inspection has contributed to the resistance issue encountered during the procedure and is the only possible assignable factor. As such, the customer complaint has been confirmed, however, the event description and device analysis do not provide clear insight into the root cause of the kink. Based on the information currently available, there is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. A manufacturing record evaluation was performed, and no non-conformance was found during the review. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contain the following precautions: * if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failures and damages on the returned system. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.